Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - patient suffers and need to be re-operated on (B)(6) 2011. Date of primary: (B)(6) 2008. Date of revision will be (B)(6) 2011. ***update received july 2nd, 2013. Hip side, products, hospital and reason for revision added. Revision date amended*** asr revision: asr xl - right, reason(s) for revision: pain.

Manufacturer narrative:
Addendum added 04 jul 2017 . The complaint was reopened as additional information received from (B)(6), as per review of the new information there is no update to the com. No further actions identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.